Manufacturer narrative:
On an unreported date in 2016, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with unspecified antibiotics (dose, frequency and route not reported) for peritonitis. At the time of this report, the patient was recovered from the peritonitis and pd therapy was ongoing. No additional information is available.